Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: a field service engineer (fse) cleaned and lubricated the horizontal and vertical guide rods in order to resolve the reported issue. The fse performed preventive maintenance on the g8 instrument as well. The g8 instrument was within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 29-aug-2016 through 29-sep-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states the following: 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most likely cause of the reported event was due to lack of lubrication on the horizontal and vertical guide rods.

Event description:
N/a

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) cleaned and lubricated the horizontal and vertical guide rods in order to resolve the reported issue. The fse performed preventive maintenance on the g8 instrument as well. The g8 instrument was within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 29-aug-2016 through 29-sep-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states the following: 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most likely cause of the reported event was due to lack of lubrication on the horizontal and vertical guide rods.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is availabe; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error message on patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is available; investigation is currently in-process. Report source: "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a